Manufacturer narrative:
A hill-rom technician determined it was user error. Nurse call button was blocking latch for catching, removed call button and bed working as specified.

Event description:
Left siderail not latching.